Event description:
The customer stated she was treated by the paramedics twice due to low blood glucose. The customer reported a blood glucose reading of 460 mg/dl during the phone call. The customer also stated that the insulin pump was exposed to an xrays on at least two occasions. Troubleshooting was performed and the insulin pump passed the displacement test. The customer stated she did not feel comfortable with her current insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.